Event description:
It was reported that biomed contacted arrow clinical support (acs) advising that they had a patient on an iabp. They were unable to zero and ap waveform was missing. Also stated augmentation was not present. Pump was exchanged.